Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2 continued h.6. Type of investigation code: b15, b17, b20. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1cc of juvéderm® voluma® with lidocaine. About 4-5 hours later, patient had an erythematous rash on the right medial mid face along with livedo reticularis. Visual acuity was normal, capillary refill was under 2 seconds and their was no pain. Patient also reported had a "large abscess" in the left ck2-3. The healthcare professional attempted to apply ta cream to the area, but it did not improve. They also injected hylase and massaged the lesion, which led to the reticularis disappearing. Event is ongoing.